Event description:
The device was used to monitor the patient's ECG rhythm, after the patient was intubated and co2 levels. The paramedics reported that the patient was properly intubated based on the observed co2 waveform on the monitor display. When the patient was brought in to the ER, the ER staff reportedly stated that the patient was not properly intubated. The basis for the allegation that the patient was not properly intubated was not reported to mpc. The patient was not resuscitated. The facility requested mpc to review the device patient report to see if proper tube placement could be determined from the device patient report.